Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included levonorgestrel (mirena) since (B)(6) 2017. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("extremely heavy bleeding"), metrorrhagia ("breakthrough bleeding"), arthralgia ("I had such horrible left hip pain"), back pain ("lower back pain"), gait disturbance ("I could barely walk") and cystitis noninfective ("bladder has returned to normal"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, metrorrhagia, arthralgia, back pain, gait disturbance and cystitis noninfective outcome was unknown. The reporter considered arthralgia, back pain, cystitis noninfective, gait disturbance, genital haemorrhage, metrorrhagia and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: hip pain, lower back pain, difficult to walk, genital bleeding, breakthrough bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: as per the mail communication this case was duplicate of case (B)(4). All the information has been transferred from deletion case to this case. Legacy device report num 2951250-2020-0643 from deletion case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included levonorgestrel (mirena) since (B)(6) 2017. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital hemorrhage ("extremely heavy bleeding"), metrorrhagia ("breakthrough bleeding"), arthralgia ("I had such horrible left hip pain"), back pain ("lower back pain"), gait disturbance ("I could barely walk") and cystitis noninfective ("bladder has returned to normal"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital hemorrhage, metrorrhagia, arthralgia, back pain, gait disturbance and cystitis noninfective outcome was unknown. The reporter considered arthralgia, back pain, cystitis noninfective, gait disturbance, genital hemorrhage, metrorrhagia and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: hip pain, lower back pain, difficult to walk, genital bleeding, breakthrough bleeding quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and genital haemorrhage ('extremely heavy bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included levonorgestrel (mirena) since (B)(6) 2017. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), metrorrhagia ("breakthrough bleeding"), arthralgia ("I had such horrible left hip pain"), back pain ("lower back pain") and gait disturbance ("I could barely walk"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, metrorrhagia, arthralgia, back pain and gait disturbance outcome was unknown. The reporter considered arthralgia, back pain, gait disturbance, genital haemorrhage, metrorrhagia and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: hip pain, lower back pain, difficult to walk, genital bleeding, breakthrough bleeding. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included levonorgestrel (mirena) since (B)(6) 2017. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("extremely heavy bleeding"), metrorrhagia ("breakthrough bleeding"), arthralgia ("I had such horrible left hip pain"), back pain ("lower back pain"), gait disturbance ("I could barely walk") and cystitis noninfective ("bladder has returned to normal"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, metrorrhagia, arthralgia, back pain, gait disturbance and cystitis noninfective outcome was unknown. The reporter considered arthralgia, back pain, cystitis noninfective, gait disturbance, genital haemorrhage, metrorrhagia and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: hip pain, lower back pain, difficult to walk, genital bleeding, breakthrough bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: social media received. Events: bladder has returned to normal added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.